Event description:
Reporter states the patient tested hi, 13.9 mmoi/l, and 8.7 mmoi/l within 30 minutes. A few minutes after receiving the last result, the patient fell to the floor but did not lose consciousness. The patient was given juice with sugar and the paramedics were called. The patient tested 2.0 mmoi/l on the professional device and was taken to the hospital where they received unspecified treatment. Reporter states the strip vial cap was left off for hours prior to event.

Manufacturer narrative:
Event occurred in another country.